Manufacturer narrative:
Date received by manufacturer (mo/day/yr): corrected data; supplemental MDR, version 1 inadvertently submitted incorrect date received by manufacturer, correct date: 09/30/2019.

Manufacturer narrative:
Lot# and expiration date and device manufacture date (mo/day/yr) corrected data: lot number, expiration date, and manufacture date known prior to submission initial MDR submission and inadvertently not included in initial MDR.

Event description:
Device history records were reviewed for the lead and device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the dysphagia is related to the presence of the device, and not related to the functionality or delivery of therapy of the device since no generator is implanted.

Event description:
It was initially reported that this patient has had "so many problems" and has their wire sticking out. It was reported by the patient's mother that the patient's generator was removed but he lead was left in and they were unaware. It was stated the patient is currently at (B)(6) and "in bad shape" and the mother believes the wire is making the patient's symptoms worse. It was stated that the patient is experiencing trouble swallowing and chewing foods and drinking liquids and appeared to be what the patient was in the hospital for. It was stated that the patient pushes the lead in her neck about "250 times an hour" and has been doing that for 20 years, before she was implanted. It was stated that her daughter has twiddler's syndrome. It was stated that "a doctor" stated that the lead is not causing the patient's issues but contributing to them. No additional relevant information has been received to date.